Event description:
The patient reported she was no longer receiving stimulation and was unable to communicate with or charge her ipg since walking through a metal detector. Also, the patient's programmer displays a communication error message. A replacement charging system was sent to the patient, however, the issue persisted. The sjm representative met with the patient and confirmed the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.